Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced shocking sensation at the ipg site that traveled up his spine. As a result, surgical intervention may take place.

Event description:
Additional information was received that surgical intervention was undertaken wherein ipg was explanted and replaced. Post-operatively, issue was resolved.